Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported device failure to detect its main power source while plugged in and also revealed the single occurrence of system fault 180. The investigation determined that the root cause was an isolated component failure within the device main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to detect a main power source while plugged in. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device failed to detect a main power source while plugged in. There was no patient injury reported as a result of this incident.